Manufacturer narrative:
Zimmer biomet (B)(4). Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the screw of the implant in tooth location 27 fractured. Doctor was able to remove the fracture portions from the implants. Implants are fine.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Two certain® titanium hexed screw (iuniht) were returned for investigation. Visual evaluation of the as returned product identified that it was fractured across the threads. Implants are fine. Device history record (DHR) review could not be performed as the lot number associated with the reported device was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A year-long complaint history review by item number (iuniht) was performed for similar events and no complaint about nonconforming products was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.